Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states the patient was revised due to metallosis. A review of complaint databases did not identify any anomalies. A review manufacturing records was not required per wi 3430. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to metallosis. Right hip. Extracts from patient's notes are attached. Doi: (B)(6) 2005; dor: (B)(6) 2012; right hip.